Event description:
Acct reports "tubing separation." No further info available. No medical injury was reported. The set was used on a pediatric pt. The tubing came out of the connector and the IV had to be re-started.